Manufacturer narrative:
Updated fields: b4, b5, e1(initial reporter), e3, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ impact codes, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, problem not verified. End user reported ¿not functional¿. No other information provided. No fault found with iabp when exercised on patient simulator and test catheter. No critical fault codes or alarms recorded. Completed product inspection per customer / manufacturer requirements.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) was not functional. There was no harm/injury has been reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was not functional. Problem was not verified.